Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Investigator's unable go into the pump event history log due to power up problem. Visual inspection and power up process were performed. The customer reported issue was confirmed as investigation unable to power up the pump. According to the investigation the pump main board did not operated as intended. Investigator replaced the pump main board and performed pm maintenance and all functional testing passed. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench testing of this smiths medical medfusion 3500 pump exhibited failed force sensor system testing. No patient involvement reported.